Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the usb cable was damaged. It was unable to be confirmed if the cable was still charging as the customer has been using a different usb cable to charge the pump. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.